Manufacturer narrative:
(B)(4). Date sent: 8/24/2015. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during an unknown procedure, the device misfired; the clips would not close completely. All available information was reported. Case completed with a third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m91l9j. The analysis results found that the er320 device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.